Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg found that the pump pc board had failed, which caused the alarm failure. The pump was repaired and returned to the customer.

Event description:
The initial reporter stated that the pump was alarming an error code 10. When the pump was returned to mmdg for service, it was found that the pump pc board had failed, and this was causing the load set alarm to fail. The initial reporter also stated that this occurred during testing and did not affect a patient. (B)(4).